Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be provided due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, mechanical ventilation was not functional. The clinician reportedly switched the patient to an ambu bag to maintain ventilation. There was no reported patient injury.

Manufacturer narrative:
This event not reportable as ventilation was not lost as initially reported.